Event description:
It was reported that an air embolism occurred and the patient died. An fl 3.5, 5 french impulse diagnostic catheter was selected for use. During the procedure this device was in use for diagnostic purposes, hooked up to a non-bsc assist device. The technician was taking contrast and air was introduced to the coronary. The patient did not make it and died.